Manufacturer narrative:
Analysis of the pump revealed a gear train anomaly and stall due to shaft bearing, specified as corrosion, and/or wear, and/or lubrication. (B)(4)

Event description:
It was reported there was withdrawal and a pump motor stall of moderate severity. It was noted the patient was admitted to the hospital with acute withdrawal symptoms. It was noted they heard an alarm on (B)(6), it stopped, started again on (B)(6) and then stopped. It was stated the logs revealed a motor stall on (B)(6) 2014 at 00:29 with a recovery at 19:48. It was noted there was in-patient hospitalization, and unscheduled clinic visit, and an ER visit. It was reported the pump was explanted and replaced on (B)(6) 2014. The patient resolved without sequelae on (B)(6) 2014. The pump was used to deliver an unknown drug. Additional information reported the patient felt sick with nausea, headaches, chills and pain on (B)(6) 2014. It was stated they felt ¿really bad¿ on thursday and friday and called the health care provider (hcp) on saturday. It was noted the pump was interrogated on (B)(6) 2014 and showed no more motor stalls. It was stated a dye study showed the catheter was patent. The pump was used to deliver compounded baclofen and fentanyl. Additional information reported the pump alarm was due to motor stall. Additional information reported there was no support of the device alarm on (B)(6) 2014 in the ¿npu¿, only the motor stall on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2009, product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.